Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Additional procode: hrx. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during distal tibia open reduction internal fixation (orif) to treat non-union, the tip of a reamer shaft broke while the surgeon was using the reamer irrigator aspirator (ria), as the surgical staff was attaching the reamer head to the reamer shaft on the back table. The revision procedure continued without this device and a non-synthes device was used to complete the procedure. The initial orif distal tibia procedure was performed on an unknown date using non-synthes plates. Surgery was completed successfully, with no reported delay. Patient status reported as stable. Concomitant devices: - reamer head (part: 352.250s, lot: h442065, qty: 1). This report is for a drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 314.743; synthes lot number: 7061004; supplier lot number: 7061004; release to warehouse date: (B)(6) 2013; manufacturing site: synthes monument; supplier: criterion tool & die, incorporated. No nonconformance records (ncrs) were generated during production. The raw material reviewed was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: background: during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. [Reamer/irrigator/aspirator (ria) technique guide, dsus/trm/0615/0627(1) 4/17]. Customer quality investigation: the following investigations were performed: broken: visual inspection: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located distal to the helix. The helix is intact and shows minimal wear. No other issues were identified on the other portions of the returned device except for the signs of wear that does not affect product functionality. The complaint condition agree with the complaint condition and the complaint condition was confirmed. Drawing review: based on the date of manufacture the drawings reflecting the current and manufactured revision were reviewed. Dimensional analysis and document/specification review: dimensional inspection performed measured the across flats dimension to be 4.38 mm (ca-814) which is within the specification of 4.35 mm to 4.4 mm per device drawing. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material. Hardness was not reviewed as the flexible nitinol shaft does not have a hardness specification conclusion: a definitive root cause for the device breakage could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage could have contributed to this complaint condition. Furthermore, the reamer/irrigator/aspirator (ria) technique guide [dsus/trm/0615/0627(1) 4/17] addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ therefore any unintended failure to follow the precautions specified in the technique guide could have also led to complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.